Event description:
Received information stating customer received an occlusion alarm. The customer's glucose level was elevated. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t: slim cartridge.